Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable troponin t result for one patient sample which was the second draw in a cardiac series. The original result was 0.052 ng/ml and was flagged by the lis system since the troponin t result from the first draw in the cardiac series was <0.01 ng/ml. The patient sample was repeated and the result was <0.01 ng/ml twice. The erroneous original result was not reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 15789501. The field service representative determined there was a damaged and bent bead mixer and replaced it. To verify the analyzer operation, he ran performance tests with results within specification. The user ran quality control with acceptable results.